Event description:
It was reported that the ilet pump displayed persistent ¿alert 61¿ errors identified as an external flash write error, and multiple restarts and a shutdown did not resolve the malfunction; a replacement ilet was arranged, and the user was instructed on shutdown and return procedures while continuing cgm use with dexcom g7. Symptoms included no reported impact to blood glucose and no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of device error reporting, confirmation of shipping and return logistics, and attempts to obtain the original device for evaluation. Investigation of this case revealed a device malfunction consistent with an external memory write failure associated with the pump electronics, and no user-related factors were identified. It was concluded, based on previously established findings for similar reports, that the cause was a device-related hardware malfunction in the pump¿s memory subsystem.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.